Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they noticed they were having some breakthrough bowel leakage, so they wanted to make an adjustment to their therapy. Patient said they had surgery and had fallen at the end of june, so they were in rehab for quite a while and had been home since the later part of august, so it had been at least a month where they were having break-through bowel leakage/bowel incontinence. Pt said they had interstim therapy for their bladder and had been on program 2 but changed to program 3 to try to help with bowel issues. During call therapy was on program 3 at 1.2 volts, and the patient increased stimulation to 1.3 volts, where they felt stimulation comfortably in the bike seat area. The circumstances that led to the reported issue were asked but unknown. Patient will monitor symptoms after increasing stimulation.